Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
It was reported by the sales rep that the during an acl procedure two of his cruciate + acl tibial point devices would not go into the cruciate + guide carriage smoothly due to burrs on the devices, but that they were able to assemble with some force. It was also reported that the shaft of the sales rep's twistr retrograde reamer broke inside the guide while going into the patient's joint. Nothing fell into the patient. The device was removed and another twistr retrograde reamer was used to complete the case. There were no patient consequences or delays. The devices are being returned.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no similar and 2 dissimilar complaints for this lot of devices with the product code that were released to distribution. No nonconformances were identified for this product code . No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The expiration date is currently unavailable.